Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant/ migration of essure device location of device") in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In june 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed in june 2010. At the time of the report, the perforation, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: insertion: (B)(6) 2009 and removal date was reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. Essure lot number was added. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant/ migration of essure device location of device") in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In june 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed in june 2010. At the time of the report, the perforation, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: insertion: (B)(6) 2009 and removal date was reported as (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2010. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.